Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; cause unknown. The customer administered a correction bolus via the pump to address the bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Recommendation was made to consult with a healthcare provider regarding diabetes management.